Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6)2016 with the following findings: the display screen was dim and discolored. The battery compartment was found to be cracked. The up button was unresponsive. Contamination was found on the button contacts. Unrelated to these issues, the audio bolus button cover was damaged, but still responsive. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the display screen was dim and discolored, and the battery compartment was cracked, and the ok button was unresponsive as a result of contamination on the contact. This report is made based on results of investigation completed on (B)(6) 2016.